Event description:
The power hoyer lifters (2) were purchased in january of 2001. Upon receiving the equipment rptr was concerned about the difficulty in moving the adjustment leg lever. They were notified that this is the way it is and to loosen the bolt a bit. This did not help and rptr used the equipment the way they were instructed to. At the end of august 2002 the entire lever mechanism fell apart. Rptr were unable to keep the hoyer legs locked in a spread open position. Upon investigation rptr discovered that both hoyer's leg assembly bolts were sheared off. The company was notified of this problem and new parts were sent. These were installed and put back into use by the end of september. Rptr felt that this was a design flaw and reported it to product manager. Rptr also noticed that the new parts behaved the same as the old ones and could see the metal against metal shearing. One of the hoyers fell apart again. Upon inspection rptr found one sheared off bolt which they replaced as well as obvious shearing on the metal components of both hoyers. This was again reported. If the hoyer legs do not stay open and locked during patient transfer, the equipment can tip over causing serious injury or death to the resident in the sling. Rptr feels this is a design flaw that needs to be addressed immediately to avoid accidental injuries to residents who are already vulnerable and debilitated.